Event description:
Critically ill, unstable patient admitted to coronary care unit from cardiac cath lab on iabp. Labp screen suddenly went blank with no alarm warning. Iabp had been operating on battery in cath lab. The device was immediately plugged into a wall outlet and gradually the display returned. Device evaluated by service representative and identified that batteries did not charge due to a faulty ac power cord.